Event description:
It was reported that during an unspecified spine surgery, it was observed that the attachment device had an unspecified malfunction. There were no delays to the planned surgical procedure as an identical spare device was available for use. The spare device was used to successfully complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number of the device is currently unavailable. The date of manufacture is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation: the actual device was retuned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the device failed for temperature. Therefore, the reported condition was confirmed. It was determined that this was due to worn and damaged bearings/gears from corrosion on the bearings. This type of damage was indicative of immersion during cleaning, which was failure to follow the directions for use. The assignable root cause was determined to be due to immersion during cleaning, which is misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.